Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain and bleeding at the incision site of the neurostimulator. It was noted one day post procedure that there was separation at the caudal end of the incision. Two sutures were placed with tegaderm dressing. There were no additional patient complications reported.

Manufacturer narrative:
Correction to section g MFR site address 1. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain and bleeding at the incision site of the neurostimulator. It was noted one day post procedure that there was separation at the caudal end of the incision. Two sutures were placed with tegaderm dressing. There were no additional patient complications reported.

Manufacturer narrative:
Correction to section h6 patient codes: pain updated to implant pain. Additional product code: qon. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain and bleeding at the incision site of the neurostimulator. It was noted one day post procedure that there was separation at the caudal end of the incision. Two sutures were placed with tegaderm dressing. There were no additional patient complications reported.